Event description:
It was reported by the affiliate that the (1) tir20 and the (1) tim20 were used during an unk procedure. It was reported that the clips would not feed. The case was completed with another instrument and there was no consequence to the pt.